Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. UDI not available at the time of filing. Device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the clamp was broken and that the screw head was worn. There was no patient present when the issue was addressed.